Event description:
Event description guidant received information that the partner device for this implantable cardioverter defibrillator (ICD) indicated to the patient that he needs to follow up with his physician. The patient did not report any symptoms.